Manufacturer narrative:
The customer reported that their central nurse's station (cns) is displaying communication loss for multiple transmitters. This issue is affecting variety of cns's located on their 4th and 5th floors. No harm or injury was reported. Attempt #1 (B)(6) 2021 emailed customer via microsoft outlook for all items under the no information section. No reply was received. Attempt #2 (B)(6) 2021 emailed customer via microsoft outlook for all items under the no information section. An "unknown" reply was received.

Event description:
The customer reported that their central nurse's station (cns) is displaying communication loss for multiple transmitters.